Event description:
On 07/13/2022, zyno medical received a complaint from a user facility representative. "Customer states the pump didn't stop infusing when air came in the line and pump did not alarm "air in line." The IV tech was able stop the infusion and believes only 2-3ml of air was infused into the patient. Patient did not experience any ill effects." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
The service provider provided the investigation report on 08/18/2022. The actual device was tested. The device passed the air-in-line test and meets specifications. The reported issue couldn't be duplicated. The complaint was not confirmed.